Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that the cartridge was leaking from the cartridge tubing. Reportedly, the customer would resume insulin delivery. The customer's blood glucose level was 546 mg/dl. The elevated bg was addressed by a correction injection by manual insulin therapy.